Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was found unconscious on the floor and with no alarms. The patient disconnected the ac-adapter and then was unconscious, no alarms were stated to have been heard. His neighbor in the room called the nurse and the patient was reanimated. The patient was of the opinion he had a fully charged battery connected when he disconnected the ac-adapter. He was found with a disconnected ac-adapter and an empty battery. The second battery was not connected. The controller and battery were replaced by hospital. It was stated that the patient was doing fine in the intermediate care unit. No additional information available.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected: evaluation codes (device). The reported failure of the no power audible alarm on (B)(4) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that power was lost on the reported event date (B)(6) 2016 within 15 minutes after 10:04:20. This was the final data entry before a reconnection occurs approximately 26 minutes later at 10:30:01. At the time of the double power disconnection, (B)(4) was the active power source on ps1 with a capacity of 94% and (B)(4) was connected to ps2 with 87% rsoc. Analysis of (B)(4) revealed that the devices passed visual examination and functional testing. Initial testing of (B)(4) indicated that the controller was able to sound for 35 minutes, which meets the specifications of at least 15 minutes. Additional testing of the controller was performed. During testing, the controller was exposed to temperatures between 30 oc to 40 oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet was measured at 107 oc, which is still within the manufacturing temperature range between -55 oc to 150 oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to recover and close the circuit, and the "no power" alarm regained functionality. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of three reports (3007042319-2016-01735, 3007042319-2016-01736 and 3007042319-2016-04130) submitted for devices related to the same event.